Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection was performed and revealed that the wire was able to be removed from the device with little restriction/issue due to the numerous wire kinks. There are numerous kinks along the body of the rotawire. Dimensional inspection of the overall length, outer diameter (od) of distal tip, od of middle of the device and od of proximal section were performed and were within specifications. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck with the rotawire and was difficult to remove. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, ablation was performed four times at 180,000rpm. However, upon withdrawal, it was noted that the rotalink was stuck with the rotawire and was difficult to remove. The rotalink was removed together with the rotawire as one unit and the procedure was completed with the original device. No patient complications were reported.

Event description:
It was reported that the burr was stuck with the rotawire and was difficult to remove. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, ablation was performed four times at 180,000rpm. However, upon withdrawal, it was noted that the rotalink was stuck with the rotawire and was difficult to remove. The rotalink was removed together with the rotawire as one unit and the procedure was completed with the original device. No patient complications were reported.